Event description:
It was reported that there was a split in the device leading to immediate trach changes being done. The splits were in two different places, where the tube meets the hub and on the flange. No adverse patient effects were reported.